Manufacturer narrative:
The laboratory method used was the stago compact neoplastine ci plus. The customer returned the test strips where they were tested using a retention meter and retention controls. Testing results (qc range 2.7 - 4.1 inr): qc 1: 3.2 inr , qc 2: 3.0 inr . The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results on a coaguchek xs meter with an unspecified serial number compared to an unknown laboratory method. The customer had been tested at the laboratory at 10:40 a.m. With a result of 3.0 inr. The customer tested on the meter at 11:30 a.m. With a result of 4.2 inr. On (B)(6) 2019 the customer was tested at the laboratory at 10:50 a.m. With a result of 3.2 inr. The customer tested on the meter at 11:50 a.m. With a result of 4.3 inr. On (B)(6) 2019 the customer was tested at the laboratory with a result of 3.6 inr. The customer tested on the meter with a result of 5.4 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer has been transitioning from heparin to coumadin after a hospital visit approximately 3 weeks ago. For 2 weeks the customer was taking heparin and coumadin, then the customer took coumadin only for 9 days. The customer's coumadin dose was changed gradually to stabilize his inr. There was no allegation that an adverse event occurred due to the device. The test strips were requested for investigation.